Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 434mg/dl and 210mg/dl. No quality controls were run. No adverse event reported. A request was mad for return of the suspect product and replacement was sent.